Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their cardiologist "had to go back in" as they "broke the wire" and had to put another one in. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.